Event description:
During the procedure, when the transseptal needle was inserted into the sheath, a puncture occurred in the sheath. The sheath was replaced and the procedure was continued. There were no adverse consequences to the patient.

Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip area. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the perforation remains unknown.